Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 9 am. The patient reported using insulin pump therapy to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient denied developing any symptoms on the day of the alleged issue. The patient reported on (B)(6) 2013 at 12 noon and at 12:15 pm she had something to eat or drink as treatment. At the time of troubleshooting, the cca confirmed the battery was in good condition, and the patient was using the correct test strips. When a new test strip was inserted, the meter did not power on. It was not the first time the meter had been used and there was no misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.

Manufacturer narrative:
Follow-up # 1 ¿ (11/08/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/1/2013 and 10/31/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a crystal failure. Crystal x1 was defective. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.